Event description:
It was reported that battery depleted faster than acceptable for customer. No information was available regarding impact to customer¿s blood glucose level. Customer declined further assistance, and technical support documented complaint based on email information with no further action taken due to lack of additional details.